Manufacturer narrative:
As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be deployed normally during use. Hemostasis was achieved using manual compression. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The device was used with a non-cordis sheath. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography with an insertion angle of 45 degrees, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and the target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after depressing the deployment button. Upon removal, the plug was found fully inside the shaft. The deployment button was fully depressed and flushed against the handle. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Additionally, one picture related to the reported complaint for the product was provided. Per picture analysis, the image shows the distal section of a vascular closure device inserted into a catheter sheath introducer (csi). Due to the limited view, which includes only the distal portion of the device, it was not possible to determine the french size of the vascular closure device or confirm the manufacturer of the csi. Key visual indicators, including the position of the deployment lever, the status of the indicator window, and the condition of the back bleed port, were not visible in the image. The plug was observed within the delivery sheath and not deployed. No damage or anomalies were noted in the area shown, and no other significant details were identified in the attached photo. Visual inspection of the returned device revealed that the deployment lever was not returned with the device, while the guard was locked. The plug was partially deployed, and the indicator wire was also found to be partially retracted. An 8f cordis avanti csi was returned inserted onto the device. The indicator window was observed in the black/white/red position. No additional anomalies were observed during the visual inspection. A functional deployment simulation could not be performed, as the deployment lever was not returned with the unit. A dimensional analysis could not be conducted due to the condition in which the device was received and the absence of the deployment lever. Microscopic analysis was performed at high magnification to assess the distal end of the device, including the plug, partially deployed indicator wire, internal mechanism, and internal area of the depression lever. Scratch marks were identified on the black component of the depression lever area, consistent with contact from a sharp object or external mechanical force. Based on the component¿s position and comparison with a reference 6f exoseal sample, the alignment of the black component suggested that the lever had been partially activated prior to return. The reported event of ¿vascular closure device (vcd)-deployment difficulty-unable¿ was not observed through analysis of the returned device as it was received with the plug partially deployed with the deployment mechanism partially activated. Additionally, the device was received without the deployment lever connected to the device. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review, picture analysis and product analysis, it is difficult to determine what factors may have contributed to the issue experienced, especially since the device condition does not match the event description provided. It was reported that the deployment lever was fully depressed and flushed with the handle, and the plug remained fully inside the delivery shaft. However, the device was received with the deployment lever missing and the deployment mechanism partially activated with the plug partially deployed and indicator wire partially retracted. This indicates that user error of incomplete deployment possibly contributed to the issue experienced. However, since the deployment lever was disengaged from the handle, the position of the deployment lever could not be verified. Regarding the absence of the deployment lever, handling factors likely contributed to this condition as evidenced by the scratch marks on the black component within the handle that would be connected to the deployment lever. Scratch marks are consistent with contact from a sharp object or external mechanical force. However, as this was not reported by the user, it remains unclear whether the damage occurred during the procedure or as a result of post-procedural manipulation. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As stated in the indication for use within the IFU, ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling, and could possibly affect the use of the device. Neither the product analysis, picture analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be deployed normally during use. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be deployed normally during use. Hemostasis was achieved using manual compression. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The device was used with a non-cordis sheath. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography with an insertion angle of 45 degrees, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and the target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after depressing the deployment button. Upon removal, the plug was found fully inside the shaft. The deployment button was fully depressed and flushed against the handle. The device is being returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing/review. However, it will be submitted within 30 days upon receipt.